Event description:
Follow-up to the physician provided the patient had gone to bed as usual on (B)(6) 2017, and was found deceased in the morning. The physician stated the cause of death was sudep and was completely unrelated to vns.

Event description:
It was identified from an online obituary that a vns patient was deceased. It was provided the patient passed away peacefully at home on (B)(6) 2015. Follow-up to the funeral home where services were performed provided that the device was removed and discarded. Additional relevant information has not been received to-date.